Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an orif with the torque limiter in question for the tibial internal fracture. The nurse realized that the torque limiter and the screwdriver shaft could not be inserted before surgery. Although the nurse tried several times to insert the screwdriver shaft, the torque slid performed when inserting the screwdriver shaft was too stiff to do. The surgeon tried, and it did not work. The screwdriver shaft could not be inserted deep enough to the torque; however, the screwdriver shaft was able to be inserted lightly. The final torque was applied. The force might be applied when applying the torque, and the screwdriver shaft and the torque limiter were unable to disengage. The surgery was completed without any problems with using alternative techniques. There was no surgical delay. After surgery, the instruments were cleansed, and the nurse reported that the instruments worked as normal. The sales rep confirmed that these worked without any problems.